Event description:
Patient presented to the hospital with a pocket infection. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.